Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6)2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of p waves during the patient's atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.